Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 10ml experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: during use even a little amount of pressure causes that a part of the medication flows behind the plunger tip and is emptied in the wrong direction. This causes trouble with the dosing and sterility.

Event description:
It was reported that an unspecified number of syringe s2 10ml experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: during use even a little amount of pressure causes that a part of the medication flows behind the plunger tip and is emptied in the wrong direction. This causes trouble with the dosing and sterility.

Manufacturer narrative:
H.6 investigation: a device history record review was completed for the provided lot number and the review did not reveal any detected signs of non-conformance during the production process.one physical sample was received for evaluation by our quality engineer team. Through examination of the returned sample, leakage was observed through the plunger rod. It was determined that the plunger rod was damaged, which most likely occurred during the handling of the product in the manufacturing process or in the plunger assembly machine.damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. H3 other text : see h.10.